Event description:
It was reported that protector p53 leaked on 25 occasions. The following information was provided by the initial reporter: leakage between protector and vial. No patient involved.

Manufacturer narrative:
H6: investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. A device history was performed and found no no-conformances related to the reported issue during production of batch 1704009. Four retained samples of the same lot were used for additional evaluation. The protectors were successfully connected to the vials, ensuring they fit properly. The product was evaluated and no damage or defects were observed. Functional testing was performed on the samples, no leak between the protector and vial was identified. Product undergoes visual and functional testing throughout manufacturing, including leakage testing and verification that altricial dimensions are within specification. Results were reviewed for lot 1704009 and no issues related to the reported event were found. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. The protector must be attached completely vertical to the vial during assembly. The m12 assembly fixture is recommended to ease the connection of the protector to the vial.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that protector p53 leaked on 25 occasions. The following information was provided by the initial reporter: leakage between protector and vial. No patient involved.